Event description:
It was reported that the patient presented for a generator change. It was noted that there was an insulation damage on the right ventricular lead. The lead was capped and replaced on (B)(6) 2025. The patient was stable.